Manufacturer narrative:
A partial lead with the lead tip measuring 53.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was extracted due to high capture threshold. Patient was in good condition after procedure and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.